Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, neither a root cause nor a problem cause could be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the ultrasound gastrovideoscope exhibited a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.